Manufacturer narrative:
Other excluder component included in this report: (B)(4). Results: manufacturing evaluation is still in progress.

Event description:
On (B)(6), 2008, the patient was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2012, computed tomography (CT) scan revealed a distal type I endoleak. It was reported the aneurysm had grown approximately 1 cm. The physician suspects the patient's left common iliac artery may have dilated, causing the endoleak. On (B)(6) 2012, the patient was implanted with a gore viabahn and two iliac extender components to treat the type I endoleak. The system of devices was extended distal to the left internal iliac artery. The endoleak was resolved, and the patient tolerated the procedure.